Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was unable to communicate upon receipt. The cause of premature battery depletion and communication anomaly was due to the battery depletion as a result of drop in battery voltage due to excessive number of high voltage (hv) charges in a short timeframe. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.